Event description:
The customer reported that the insulin pump alarmed motor error during basal delivery. Troubleshooting was performed. The blood glucose reading was 170mg/dl. The caller stated that drive support cap was flush. The customer stated that the device was not exposed to a high magnetic field. Assisted the caller to run the displacement and self test and they passed. The customer mentioned that he changes the battery every five days. Reviewed the alarm history and found a low battery alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.